Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of the vessel sealer extend instrument did not open. The procedure was completed with no reported injury.

Manufacturer narrative:
Failure analysis investigations did not replicate nor confirm the customer-reported complaint. The instrument was placed and driven on an in-house system. The instrument passed recognition, engagement, cut, and sealed as expected. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. There were no failures reported in the logs. No product issues were identified. The complaint was not confirmed based on failure analysis. A review of the logs for the vessel sealer extend (vse) associated with this event has been performed by an intuitive surgical, inc. (Isi) advanced failure analysis engineer and did not find anything related to the unclamping failure.